Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Unable to verify missing segments/partial display, keypad unresponsive and frozen screen due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display and frozen display. The customer¿s blood glucose level was unknown. The customer reported that when tried to press buttons there was no response and after 50 hits menu button will pop up graph was not working. It was reported that the insulin pump was exposed to moisture. It was reported that the screen was frozen and completely blank. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.